Event description:
A patient sample with a known anti-e had a positive reaction in capture-r ready screen (crrs) 4, but with capture-r ready ID (crrid), was negative when tested on the galileo.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id076. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.